Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the deployed mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 4. Two mitraclips were implanted without reported issue. Following, a third mitraclip was deployed, however, this mitraclip detached from one mitral valve leaflet, while remaining attached to the other leaflet (single leaflet device attachment-slda). A fourth mitraclip was attempted, however, was unable to be placed. The fourth cds was removed from the anatomy without reported issue. The procedure was deemed unsuccessful due to high residual mr, grade 4. Post mitraclip procedure, the patient had heart surgery as treatment. There was a clinically significant delay in therapy. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation(mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of the challenging patient anatomy (huge anatomy and large atrium and a prolapse) and procedural circumstances (visualization difficulties). The reported poor image resolution was a result of the limited visualization during the procedure due to poor echo views. The reported worsening mr was likely a result of patient/procedural conditions due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the additional information was received: it was reported that before the mitraclip procedure, the patient presented with enlarged cardiac anatomy with a large atrium and leaflet prolapse. Regarding the third cds (71114u182), it was difficult to obtain satisfactory visualization on leaflet coaptation and insertion due to poor echo views and poor visibility. The implanted mitraclip (71114u182) detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). The event required prolonged anesthesia and mitral valve replacement was performed as treatment. Prolonged hospitalization was required.